Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was positioned in the laa and a 21mm watchman ® laa closure device & delivery system (wds) was advanced and deployed. The closure device was too proximal and did not meet pass criteria so it was removed. A 24mm watchman ® laa closure device & delivery system (wds) was then advanced and deployed. The closure device was also too proximal, did not meet pass criteria and was removed. A 2nd 21 mm watchman ® laa closure device & delivery system (wds) was advanced and deployed. During the stability tug test the appendage came back with the tug, inverting the appendage. The closure device also did not meet release criteria because the compression numbers were out of range. They decided to release the closure device, which brought it back to it original location. Twenty four hours later, the patient was doing fine and was discharged.